Event description:
This lv lead was implanted on (B)(6) 2013 and a product experience report was received on 07/23/2018 stating that this lead was capped and abandoned on (B)(6) 2018 due to pacing not delivered when required. The physician was dr. (B)(6) at (B)(6) in (B)(6), or. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).